Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test result from the icon 25 hcg test kit. On 11/02/06, a urine sample was tested with the icon 25 hcg test kit and a negative (-) result was obtained. The customer indicated that a day before a serum sample, from this patient, was tested by quantitative method for hcg and a positive (+) result of 1600mlu/ml was obtained. A fresh, serum sample was collected from the patient for hcg retesting on 11/02/06 and the result was 846miu/ml. No injury related to this event has been reported.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls and high quant clinical urine samples. Patient sample and testing devices were not returned by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.